Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was attempted using a proglide device with a 7f sheath after an interventional impella procedure. Reportedly, after all steps were performed to deploy the proglide needles and grab the suture, the footplate had resistance retracting. The plate was re-opened and then retracted successfully; the artery began to have excessive bleeding. Two more proglide were used with the same result. Reportedly, patient anatomy in the lcfa dipped down more than an average patient's which is felt to have contributed to the issues. A 7f sheath was reinserted to control bleeding; however, it was necessary to use a 9f sheath to control arterial bleeding. The impella was used in the right common femoral artery without any closure issues. Manual arterial compression and a femostop were used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the patient effects and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.